Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawl differently occurred. The physician used a taxus express2 2.75x16mm drug eluting stent to treat a lesion in the moderately to severely calcified left anterior descending artery. The stent balloon was inflated to 12 atm's. The physician deflated the balloon but was unable to remove the balloon form the stent. The physician attempted to move the catheter forward and pulled back. He then reinflated the balloon and once deflated, the balloon was removed successfully. The stent remained in good position. No patient complications occurred. Patient status is satisfactory.